Event description:
It was reported, dirty needle found in three packs under this lot number.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that a dirty needle was found in three packs associated with this lot number. To support the investigation, the quality team received forty five samples without packaging information and four photographs for evaluation. A visual inspection was performed at 10x magnification. An epoxy drip was observed on the needle of twenty three samples. The four photographs provided depict some of the samples received. No additional defects or imperfections were noted. This condition may have resulted from a jam at the cannulator. A device history record review was completed for material number 303018, lot 5210526. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All manufacturing processes and final inspections met specification requirements. Verification of the cannulator was also performed, the settings were correct, and product flow was acceptable. To date, no other similar events have been reported for this lot. Based on the investigation findings and the returned sample evaluation, the customer reported symptom is confirmed.